Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer 5.2 had failed multiple times. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 5.2 opened and closed but the map was empty. A field service engineer checked the cables and connections and found no visible damage. The engineer then removed and replaced the module controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.